Event description:
Philips received a complaint from the customer reporting a check vent: o2 (oxygen) device failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue in the device event log. The customer requested an onsite service visit. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue in the device event log. The customer requested an onsite service visit. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the flow sensor assembly and the data acquisition (da) printed circuit board assembly (pcba) to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The returned da pcba was installed into a pil v60 standard test bed (stb) for testing. The pil technician visually examined the component and reported there was no issues. The pil technician reported the stb with the suspect component passed the high-pressure leak and flow testing. The technician was unable to duplicate the reported issue during testing. The suspect da pcba operates on the stb without any issue.